Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient in (B)(6) who was receiving baclofen (dose 661, unknown concentration) via an implantable pump. The patient was admitted in intensive care unit (ICU) on (B)(6) 2016 due to sudden symptoms and the doctor was unsure if device/therapy related. The doctor took a sample of cerebrospinal fluid (csf) from the catheter access port (cap) and it showed high protein, low glucose, no bacteria and no white cells. The doctor was asking whether there was a difference in csf when aspirated through the cap vs lumbar puncture (lp). The doctor confirmed that the drug was aspirated and discarded before csf sample was taken. One managing doctor theorized that maybe the catheter could become coated with protein after several months of implant and this could be the reason why there were high protein levels in the patients csf

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.